Event description:
During our robotic case we noticed that our fenestrated bipolar cable had broken. We then replaced it with another one and shortly after replacing it we noticed that the second fenestrated bipolar cable had also broken. We are unsure why they both broke, they weren't used inappropriately so we don't believe it was user caused. Both instruments were removed and tagged as broken and sent to spd. Robotic coordinator was notified of this as well. Reference report: mw5154603.